Manufacturer narrative:
The suspect product was returned for evaluation. The lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. During visual inspection, the cannula on the connector was observed to be bent. During functional testing, the connector was inserted into an insulin tube provided by ICU medical. An occlusion test was conducted on the returned sample using a hydrostatic pressure pump, and flow was successfully established. The complaint of rising blood glucose (bg) can be attributed to the bent cannula observed. The probable cause of the bent cannula is unknown.

Event description:
The device was returned after it was reported that the pwd contacted support due to continuously rising blood glucose levels. The patient then replaced the cassette, insulin vial, and tubing, which resolved the hyperglycemia. They stated that they believed their infusion site was faulty and required a site change. The results of the investigation confirmed that the cannula on the connector was bent. There was patient involvement, but no patient harm.